Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive the master tool manipulator (mtm) involved with this complaint to perform failure analysis. Failure analysis replicate the reported 23031 error and the mtm clutch not working during sine cycle. The complaint was confirmed based on failure analysis.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the mtm2 to resolve the reported issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the finger clutch on the master tool manipulator- right (mtmr) on the surgeon side cart (ssc)1 was not working. The customer power cycled the ssc1, still the issue persisted. Some fluid might have leaked into the clutch. The procedure was completed with second ssc no reported injury.